Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). During the analysis of the history log files it could be detected that on the reported day of occuence the pump wasn´t in operation. The pump wasn´t used for an infusion therapy. During the visual inspection of the perfusor space, all cover caps on the screw pillars and the seal on the lower housing were available and undamaged. The functional test was performed. The device passed the self test with a positive result. A syringe could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. During a long term test it could be detected a sporadically malfunction of the communication (blue flashing). It could be detected a damage of the p2 connector. This malfunction has no influence of the flow rate by an infusion therapy. For an inside investigation the device was disassembled. It wa possible to see a damage of the drive head. The complaint could not be confirmed. Cause of the device history was possible to detect, the complaint pump was not in operation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). In the moment the device is investigate in our service laboratory. If we get new information, an investigation report will create. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (B)(4): "over infusion". Customer information: infusion pump was not in delivery mode (stopped). It was possible to detect, that the drug was injected (due a moved air bubble in the infusion line). The day of occurence was not reported by customer.